Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The external package was intact. Once opened, the plastic box was found to be broken.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. The unit carton was returned for analysis without its shrink wrap. There are compression and indentation lines visible throughout the carton. The outer blister was returned with the tyvek lid removed on three sides. One side flange of the outer blister was fractured on one end. There is evidence of a good seal on the three remaining sides of the outer blister. The inner blister was returned unopened. The inner blister was opened as part of the evaluation. There is evidence of a good seal on all four sides. The femoral component within the pack was unremarkable. Medical records received and evaluation: not performed as no medical records were provided. The event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Based on the visual inspection of the returned product the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The external package was intact. Once opened, the plastic box was found to be broken.